Manufacturer narrative:
The complaint investigation for false decreased alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 43489un22 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium assay for lot number 43489un22 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false depressed alinity c calcium results generated on the alinity c processing module for an inpatient. On (B)(6) 2022, (B)(6), initial result = 1.31 mmol/l. On (B)(6) 2022 repeat result recentrifuged results = 2.14 mmol/l, repeat result (ac01920) = 2.14 mmol/l. No impact to patient management was reported.